Event description:
A physician reported following glaucoma filtration device implant surgery bullous keratopathy occurred. There was no treatment for the bullous keratopathy. The physician considered the cause of the bullous keratopathy could be from the glaucoma filtering device, but could also be from multiple eye surgeries. Also present was iris touch. No additional information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted therefore, the condition of the product could not be verified and visual inspection cannot be performed. No abnormalities were found during the device history review and the product was released according to the manufacturer's release criteria. The product investigation could not identify a root cause. There have been two other complaints reported in the lot number. No additional information is expected. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that the patient underwent a corneal transplant procedure for decreased visual acuity and aggravation of corneal edema/bullous keratopathy. The surgeon reports that the reason for this event is a history of multiple surgeries. The patient is recovering.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that the causal relationship between the adverse event and the product was definitely unrelated.